Event description:
It was reported that the device had shortened longevity due to high outputs that were necessary due to the patient¿s condition. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary : the device was returned. Analysis was performed and no anomalies were found. Concomitant product: 6917a-35t x2 implantable pacing leads, (B)(6) 1992. (B)(4).